Manufacturer narrative:
The device was not returned for evaluation. Therefore, this report is based solely on the information provided by the customer. The device history record of the affected lot number 3186t149 did not reveal any issues that could have contributed to the reported incident. No ncrs were identified. The product passed all verification testing and met manufacturing specifications prior to being released for distribution. A review of the complaint database revealed similar events against this device in the past two years leading tidi to redesign the male buckle of the product to mitigate the slipping issue from occurring while the knot is not present. This issue is being addressed via corrective action. The IFU application instructions state to attach the female end of the quick-release buckle (short strap) to the frame that moves with the patient, out of the patient¿s reach (do not attach to side rail or head/footboard). You may also wrap the connecting strap once around the frame to move the buckle out of the patient¿s reach. Secure by feeding the female end through the loop in the strap. Insert the male end of the connecting strap into the female end of the short strap. Listen for a snapping sound, pull firmly on straps to ensure a good connection. To limit unwanted adjustment, tie an overhand knot with the excess strap directly below the quick-release buckle. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
Customer reporting a complaint on product # v2532. Customer states that straps will not lock into place. Lot# 3186t149.